Event description:
(B)(4). Please reference order number (B)(4). The provider states the joystick will go into lockout intermittently. He swapped out the joystick, and the chair operated normally. (B)(4).